Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5091710) that a female patient of unknown age who underwent breast prosthesis implant procedure with two 350cc mentor memorygel breast implants, suffered several unexplained systemic symptoms, including neurological symptoms, brain fog, chronic dizziness, neuropathy, loss of sensation, chronic headaches, light sensitivity, sound sensitivity, brain pressure, insomnia, rashes, tightening in chest, chronic cough without production of any sort of phlegm, extreme right arm pain, headaches, neuropathy in feet to legs up to mid torso, loss of sensation pertaining to sexual organs, anxiety, elevated lymphocyte count, elevated mchc count, elevated leukocytes, very large swollen breasts. The patient also experienced capsular contracture; baker grade unknown. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.